Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿"3. Attach catheter or extension tubin gto top inlet. When wearing bag below knee, attach bard extension tubing. 4. To empty dispoz a-bag leg bag, remove cap at bottom."

Event description:
It was reported that the flutter valve did not allow urine to drain through the tube into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the flutter valve did not allow urine to drain through the tube into the bag.